Event description:
A report was received on 04 nov 2022 from a nurse regarding a 74 year old male critical care patient, with a medical history including end stage renal disease, who stated the patient experienced a blood loss through a broken connection during a continuous renal replacement therapy on (B)(6) 2022. Additional information was received on 09 nov 2022 from the nurse who stated the connection broke on the venous access line. Treatment was terminated without rinseback and the patient did not require medical intervention related to the event.

Manufacturer narrative:
The returned cartridge was evaluated and confirmed the venous line luer to be broken. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "make sure mated luer-connectors are secure but do not over-tighten, especially when connections are wet".